Event description:
Complainant alleges " we converted over to the new mask the week on (B)(6) 2026. Within that first week, we had 4 employees complain about different issues regarding the masks. One employee did have to go to the dermatologist, as she developed irritation, a rash, and swelling after the first day of wearing the mask. Other employees complained of red itchy eyes, itching on the face, and a hard time breathing."

Manufacturer narrative:
The device was not returned for evaluation, no part number or lot number was provided. Without the part number, lot number, and/or a sample to evaluation,investigation is very limited and we are unable to determine a root cause. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.